Event description:
The pt underwent surgery for the implant of a permanent scs system on (B)(6) 2013. The pt received two leads from the same lot number. It was reported a csf leak occurred during the surgery. The pt reported a mild headache for a couple of days that resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.